Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
A patient's programming history was received and reviewed by the manufacturer on (B)(6) 2011. High impedance resulting in dcdc 7 was read in (B)(6) 2005 and not reported to the manufacturer at the time of the occurrence. At the moment, good faith attempts to obtain additional information have been unsuccessful to date.

Event description:
Further information was received from a company representative indicating that follow-up with the treating physician was unsuccessful as no records were found on the patient and the physician could not recall any further information.